Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a bifurcation between the marginal artery and the circumflex artery with heavy calcification. The 2.75x12mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion with a balloon dilatation catheter (bdc); however, the sds met with resistance with the guide catheter. Therefore, the sds was removed from the anatomy and resistance was noted with the guide catheter. The sds, the guide catheter and the bdc had to be removed as a single unit. The stent of the sds was noted to have a flared strut. Another same size xience stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a bifurcation between the marginal artery and the circumflex artery with heavy calcification. The 2.75x12mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion with a balloon dilatation catheter (bdc); however the sds met with resistance with the guide catheter. Therefore, the sds was removed from the anatomy and resistance was noted with the guide catheter. The sds, the guide catheter and the bdc had to be removed as a single unit. The stent of the sds was noted to have a flared strut. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size xience stent was used to complete the procedure. No additional information was provided.